Manufacturer narrative:
(B)(4). Concomitant medical products - unknown oss femoral component, unknown oss bearings, unknown oss assembly components, unknown oss stem, unknown oss tibial tray, unknown oss patella. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2017 - 05318. Yasser r. Farid, md, phd, rishi thakral, md, henry a. Finn, md., intermediate-term results of 142 single-design, rotating-hinge implants: frequent complications may not preclude salvage of severely affected knees. The journal of arthroplasty 30 (2015) 2173¿2180. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Product location unknown.

Event description:
It was reported in a journal article that two patients experienced tibial periprosthetic fractures after knee arthroplasties. Attempts have been made and no further information has been provided.